Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of two 4.0cm cuffs, a 61-70 cm h2o balloon and a pump, was implanted. Additional information received states the aus was explanted due to recurring incontinence. "The old cuff was to big due to atrophy."